Manufacturer narrative:
Suspect device received on (B)(6) 2021. Device evaluation completed on (B)(6) 2021: visual analysis of the returned sample revealed that the sm mpps dv 275cc breast implant had a tear within a crease/fold on the posterior view measuring approximately 1.1 cm. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent a primary breast augmentation with a mentor smooth round moderate plus profile, 275cc saline prosthesis experienced right-sided deflation, and pain post procedure. The issue was diagnosed through consultation with the physician. As a result, patient underwent unilateral replacements with cat#: 3502275, sn#: (B)(4) on (B)(6) 2021.